Event description:
It was reported that the stair chair tread/tracks would not engage stairs due to missing tread on the track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.